Event description:
A customer reported experiencing an under-infusion while using a folfusor elastomeric device. The device contained an unspecified chemotherapeutic solution. The customer indicated that, after the prescribed infusion duration of 44 hours, there was still 20-30ml left in the device. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14a027 was manufactured november 16, 2014 ¿ november 17, 2014. The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with 53ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of report and date received by manufacturer in the initial MDR should have been 05/12/2014 not 05/13/2014. Should additional relevant information become available, a supplemental report will be submitted.